Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, and they acknowledged understanding these instructions.